Event description:
The user facility reported that during a procedure while using their advance capsule endoscope delivery device, the end of the catheter that holds the video capsule broke off causing the capsule to pass through the patient with plastic still present. No report of procedure delay or injury.

Manufacturer narrative:
Investigation in process. A follow-up MDR will be submitted when additional information becomes available.

Manufacturer narrative:
The procedure continued and was successfully completed with the same advance capsule delivery device. The device subject of the reported event was discarded by the user facility and therefore was not available for evaluation. Without the return of the device the cause of the reported issue cannot be determined. The instructions for use (IFU 731119) contains the following instructions, "open and inspect the device for shipping or handling damage. If damage is evident (e.g. Bends, kinks, cracks, misshaped cup), do not use this device and contact your local product specialist. Open and close the finger rings on the handle two (2) times to make sure it moves smoothly. (Moving the finger rings away from the thumb ring is open, moving the finger rings towards the thumb ring is closed). Observe that the deployment cable moves in and out. Note: the finger rings do not advance the full length of the handle shaft. If this unit does not function properly, do not use this product and please contact your local product specialist. Pass the catheter through the endoscope's accessory channel using short strokes (1" -1.5" length is recommended to avoid sheath kinking). Remove capsule cup from the small bag. Hold the white portion of the capsule cup between thumb and forefinger, with clear end facing out. Attach the clear end of the capsule cup onto the threaded end of the catheter by turning the capsule cup in a clockwise direction. Tighten capsule cup until it stops and the catheter begins to turn. Pull gently on the capsule cup to confirm proper connection. Hold the finger ring handle in a closed position. Push the video capsule into the capsule cup with the optical dome of the video capsule facing out. Listen for an audible click (this indicates that the capsule is appropriately seated within the capsule cup). Deploy the capsule by following these steps: open the finger ring handle briskly until it stops. Confirm capsule delivery endoscopically by looking through the clear capsule cup and seeing the cable and the empty capsule cup. Advancing the capsule cup from the distal tip of the endoscope may enhance the luminal field of view. If the capsule does not fully deploy: close the finger ring handle. Slightly alter the position/angulation of the endoscope. Straighten the handle and catheter and repeat deployment steps. After capsule delivery, close the finger ring handle until the deployment cable is retracted into the catheter." The device history record of the lot subject of the event was reviewed and no abnormalities were found. There are no other similar complaints associated with this lot. No additional issues have been reported.